Event description:
(B)(4).it was reported that post a coronary stenting treatment procedure, patient death occurred. The target lesion was located in the left anterior descending artery. The reference vessel diameter was 3mm and the lesion length was 24mm. Pre-procedure was 100% stenosis and post-procedure was 5% stenosis. A 3x24mm liberte stent was implanted. Direct stenting was not attempted. The procedure was a technical success. 6 months later the patient had unstable angina type iiib. Medication included asa and clopidogrel. The patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.